Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The physical evaluation did not reproduce any error and all functions were in place; therefore, the root cause of the reported malfunction could not be conclusively determined. The potential cause of the of the e433 error could be attributed by the footswitch used by the customer. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides information that states, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The concerned device was returned to the service center and the evaluation was unable to confirm the reported e433 error as the device was tested / inspected and functioned appropriately with no errors or rebooting. The external top cover and front panel have minor cosmetic wear. The device was returned to the user facility. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that the high frequency electro-surgical generator was reportedly getting an error e433 and kept rebooting over and over during preparation for use. There was no patient involvement or harm reported. The generator will be returned for service/inspection.